Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture leading to oversensing was observed on the right ventricular channel of the device. The device was reprogrammed in order to resolve this event. The patient's condition was stable and there were no adverse consequences.